Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported a shocking sensation while they were recharging. Patient said it started like two weeks after stimulator was implanted when they charged for the first time. The patient reported discomfort while they were recharging. The following troubleshooting steps were performed; decreased charging speed from 2 to 1, recommended using recharger over a thin layer of clothing which she was already doing. Patient was wearing belt already. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient rep said they have already been to hcp and they couldn't figure out what was causing the shocking. No further complications were reported at this time.